Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to pain and possible liner wear.

Manufacturer narrative:
An event regarding malposition including unknown shell was reported. The event was confirmed through medical review. Device evaluation and results:not performed as no device was returned for evaluation. Medical records received and evaluation: normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. In this case, the cup shell has a very low inclination of only 28° where the effective inclination is further reduced by the use of a 10° offset liner to extremely low values around 20° where at least 40° - 45° represents the target value. Additionally, the cup is placed deep in the acetabulum (¿medialized¿) which is also partly caused by the low inclination of the cup that lets the superior margin of the cup protrude into the joint space and the lower cup rim become recessed within the bone, both narrowing down the effective movement space for the arthroplasty and as such contributing to potential impingement problems. The low effective inclination with deep cup placement make the system vulnerable to impingement between the neck of stem and the cup rim during a multitude of hip movements. Cup malposition thus represents the principal failure mode and this is a procedure-related factor because the surgeon is responsible for optimal component position. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. The medical review indicated that cup malposition in extremely low inclination plus inappropriate use of an offset liner have contributed to an overload condition in the arthroplasty by impingement causing synovitis with pain due to polyethylene particles in the hip joint. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason as to why the head was revised, product details and return, lateral x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to pain and possible liner wear.